Event description:
During a colonoscopy, the physician used a cook endoscopy acusnare polypectomy device. The connections between the snare, active cord and electrosurgical unit were verified to be secure. The snare was placed around the polyp and cautery was applied. The snare would not conduct current. The snare was removed and another snare was used to complete the procedure. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. Our evaluation of the returned device was unable to confirm the report. The snare extends and retracts properly with handle manipulation. During our evaluation, the snare was connected to an ohm meter to check for electrical continuity. The snare passed the continuity test. The snare was then connectected to an electrosurgical unit (valley lab 30/30 cut/coag setting) and current was applied without difficulty. The snare cut and cauterized the sample, as intented. The device functioned properly and was found to be within the appropriate specifications. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot, because the devices were previously distributed. A review of the twelve month complaint history for this prod family was conducted. Based on this report, the likelihood of this type of occurrence is remote. Conclusions: we were unable to determine a cause for the reported observation because the device functioned as intended. A definitive cause for the reported observation was unable to be determined. Proper application of cautery is dependant, in part, on a secure connection to both the active cord and the electrosurgical unit. It is also dependent upon the condition of the active cord used with this prod. The info provided did not suggest the active cord contributed to the reported observation. The instructions for use direct the user to follow the electrosurgical unit MFR's guidelines for settings prior to activating the electrosurgical unit. The user is also directed to verify the settings are correct prior to use of the snare. If the improper cautery settings were applied, this could have contributed to the reported observations. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of conductivity using an ohm meter and proper connection to the active cord. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time, because the device functioned as intended and the reported occurrence was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
This report is based on unconfirmed info submitted by others. Neither the submission of this report nor any statement in it, is intended to be an admission that any cook endoscopy device (I) is defective or malfunctioned or (ii) caused or contributed to a death or serious injury.